Event description:
It was reported that, locking screw driver stripped and the inside locking mechanism also stripped making it impossible to seat a cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.